Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep) after they worked with the healthcare provider (hcp). The rep had the hcp refresh all of their applications again and re-paired the communicator. The rep then told the hcp they needed to re-read the pump if it had been longer than 45 minutes since the last read. The hcp was also instructed to updated as directed by technical services. The hcp would let the hcp know if they had any more issues. The tablet was not replaced.

Event description:
Additional information was received from the company representative (rep) reporting that the initial reporter was the healthcare provider (hcp) and they do not know the software version of the clinical tablet used and it would be difficult to ascertain because they had multiple tablets in the clinic. The hcp had not called the company rep since and the company rep stated that 'perhaps the previous steps resolved it'.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding an external device to an implantable pump. It was reported that the caller (rep) stated that the hcp had been getting alert 338 intermittently and the hcp had been to the clinic at least 5 times and worked on the tablet. The representative (rep) also stated that the hcp had to use the communicator with the usb cord. The rep insisted that the tablet was faulty and said she was going to replace the tablet for the provider. The technical services (ts) had reviewed the alert.